Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain/ pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no. C03098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, constipation and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity"), migraine ("migraines"), nausea ("nausea") and the first episode of allergy to metals ("nickel allergy"). In may 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In june 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). On (B)(6) 2015, 5 months 27 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On 22-sep-2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), the second episode of allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("back pain") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)), surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy.) And surgery (ablation, d&c). Essure was removed on 21-sep-2016. At the time of the report, the uterine perforation, menorrhagia, headache, weight fluctuation, the last episode of allergy to metals, fatigue, vaginal haemorrhage, hypersensitivity, dysmenorrhoea, migraine, depression and weight increased outcome was unknown and the pelvic pain, nausea, abdominal pain, back pain and pyrexia had resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pyrexia, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 151 lbs. Right fallopian tube ostia- 2 rings noted, left ostia- 2 rings noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2015 surgical pathology report revealed, secretory endometrium, negative for chronic endometritis. Negative for hyperplasia, atypia, and malignancy. On (B)(6) 2016 surgical pathology report revealed, each fallopian tube is approximately 5 cm in length. Fimbria are present. Representative samples embedded. Further dissection reveals a wire device and a spring-like device within the tissue of the myometrium and endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, nausea, dysmenorrhea, abdominal pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), hypersensitivity, dysmenorrhea, migraines, nausea, nickel allergy, perforation (uterus), depression, weight gain, abdominal pain, back pain, fever. Outcome of events abdominal pain, back pain, nausea, fever and pelvic pain were updated to recovered/ resolved. Concomitant diseases and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain/ pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no: c03098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, constipation and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity"), migraine ("migraines"), nausea ("nausea") and the first episode of allergy to metals ("nickel allergy"). In may 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In june 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). On (B)(6) 2015, 5 months 27 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuation"), the second episode of allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("back pain") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)), surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy.) And surgery (ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, headache, weight fluctuation, the last episode of allergy to metals, fatigue, vaginal haemorrhage, hypersensitivity, dysmenorrhoea, migraine, depression and weight increased outcome was unknown and the pelvic pain, nausea, abdominal pain, back pain and pyrexia had resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pyrexia, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 151 lbs. Right fallopian tube ostia- 2 rings noted, left ostia- 2 rings noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion on (B)(6) 2015 surgical pathology report revealed, secretory endometrium, negative for chronic endometritis. Negative for hyperplasia, atypia, and malignancy. On (B)(6) 2016 surgical pathology report revealed, each fallopian tube is approximately 5 cm in length. Fimbria are present. Representative samples embedded. Further dissection reveals a wire device and a spring-like device within the tissue of the myometrium and endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, nausea, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), weight fluctuation ("weight fluctuation"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, weight fluctuation, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, fatigue, headache, pelvic pain and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.